Event description:
Litigation alleges patient suffers from pain, small fluid in her right iliopsoas bursa, mild asymmetric volume loss of her right piriformis, psoas, iliacus and obturator internus muscles.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 9/10/15-pfs and medical records received. Pfs also alleged stiffness, decreased range of motion, high metal ions, and metallosis. After review of the medical records for MDR reportability, the revision operative note indicated no signs of metallosis. The cup was revised, but it was noted to be well fixed and positioned. Labs provided per the pfs for the metal ions were below 7ppb. There is no new additional information that would affect the existing investigation. The complaint was updated on:10/7/2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).